Manufacturer narrative:
Date sent 7/12/2007. Eval summary: the analysis results found that the device was returned with no visual non-conformance's and no cartridge present. The scale partially erased. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. After further analysis, it was noted that the device firing mechanism was noted to be damaged, as the firing trigger did not returned to its home position after each stroke. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken. Even though the release button is not part of the firing mechanism, when it brakes it creates friction to the firing trigger not allowing the trigger to properly return to it's home position. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a vats procedure, the instrument locked when the surgeon fired the instrument at the second time. There was no patient consequence.